Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with operating currents within specifications. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display is blank. The customer's blood glucose reading was 270 mg/dl at the time of the call. Troubleshooting found that the a low battery alert or an off no power alert was not received before the power shut off. The customer indicated that they were admitted to the hospital as well, due to their high blood glucose of 432 mg/dl. No further details given.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump was received with no damage was found on the lcd isolation tape during our visual inspection. The insulin pump passed the delivery volume accuracy test.